Event description:
In reporting a revision of patient's left hip, rep provided an operative report which notes the following intra-op events: "started reaming [femur] sequentially at 13mm up to 21mm.there was a fracture that probably had due to [reaming] of the greater trochanter that was partially displaced and that again more displaced during this process. Different fracture in the greater trochanter occurred adjacent to the cables. Rep also provided pre- and post-revision x-rays and reported that no further information will be available.

Manufacturer narrative:
An event regarding an intra-operative bone fracture involving an unknown restoration modular reamer was reported. The event was confirmed based on the medical records that were provided. Method & results:  -device evaluation and results: not performed as product was not returned.  -clinician review: a review of the provided medical records and/or x-rays by a clinical consultant revealed: significant amount of metalosis ¿ stem removed with reciprocating saw, flexible osteotomes ¿ small crack to greater trochanter during the process as that was very weak ¿ secondary to metalosis ¿ poly removed ¿ abnormal color ¿ secondary to the metalosis ¿ femur ¿ reamed ¿ to 21 millimeters ¿ greater trochanteric fracture ¿¿. A restoration modular 21/155 stem, a 23/100 body, a 36/minus-2.5 head, and a 36/10° insert were utilized, along with a plate with cables for the greater trochanteric fracture. Uncomplicated surgery was described.  -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.  Conclusion:  a review of the provided medical records and/or x-rays by a clinical consultant revealed:  significant amount of metalosis ¿ stem removed with reciprocating saw, flexible osteotomes ¿ small crack to greater trochanter during the process as that was very weak ¿ secondary to metalosis ¿ poly removed ¿ abnormal color ¿ secondary to the metalosis ¿ femur ¿ reamed ¿ to 21 millimeters ¿ greater trochanteric fracture ¿¿. A restoration modular 21/155 stem, a 23/100 body, a 36/minus-2.5 head, and a 36/10° insert were utilized, along with a plate with cables for the greater trochanteric fracture. Uncomplicated surgery was described. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In reporting a revision of patient's left hip, rep provided an operative report which notes the following intra-op events: "started reaming [femur] sequentially at 13mm up to 21mm...there was a fracture that probably had due to [reaming] of the greater trochanter that was partially displaced and that again more displaced during this process...different fracture in the greater trochanter occurred adjacent to the cables..." Rep also provided pre- and post-revision x-rays and reported that no further information will be available.